Manufacturer narrative:
Patient line separated from cartridge codes: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Also, it was reported that an alarm occurred. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level as pump was being used with saline.